Event description:
It was reported that the patient experienced persistent coxalgia and underwent revision of right hip prosthesis due to loosening of stem and acetabular cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown ringloc cup item# unknown lot# unknown, unknown ceramic head item# unknown lot# unknown. Report sources: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535 - 2022 - 00415.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures of the taperloc stem identified damage on the taper neck (most likely caused during explanation) the porous area of the stem shows evidence of good bone ingrowth. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.